Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 36-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation (''migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 36-year-old female patient who had essure (batch no. 621809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the patient was injured severely and permanently and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Lot number: 621809, manufacturing date: 2006-12, and expiration date: 2008-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation (''migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 36-year-old female patient who had essure (batch no. 621809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the patient was injured severely and permanently and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: reporter¿s information was updated and a new reporter was added. Essure lot number (621809) provided and the event medical device removal was updated with new information and recoded to chronic pelvic pain. Furthermore, the events fallopian tube perforation, uterine perforation, perforation of organ, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, device ineffective, hypersensitivity, autoimmune disorder, headache, fatigue, weight changes, alopecia, tooth loss, mood changes, anxiety, and depression were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("'migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a 36 year-old female patient who had essure inserted (lot no. 621809) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of past tobacco smoking, hives (sulfa), live birth (4), spontaneous abortion, multi gravida, loss of libido, weight gain, lethargy, inflammation nos, fatigue, tiredness and dyspnea. The patient had a family history of myocardial infarction and lung cancer. Concurrent conditions were listed as vomiting, dyspareunia, adenomyosis, bladder discomfort, back pain, joint pain, depression, anxiety, allergic reaction, fatigue, tiredness, dyspnea and cramp in lower abdomen. Concomitant products included celexa [celecoxib] for depression, tylenol (paracetamol), cipralex (escitalopram oxalate) for depression and anxiety, naproxen, pantoprazole, xarelto (rivaroxaban) and clarithromycin. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy and salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the patient was injured severely and permanently and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. 4 coils on right side 3 coils on left side. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: essure check for tubal status blocked bilaterally. On the scout radiograph, note is made of bilateral essure fallopian tube coils. After injection of the contrast, the uterine cavity was opacified with contrast and appeared normal. There no evidence of any contrast within the fallopian tubes. Conclusion: it appears that both essure fallopian tube coils have caused complete blockage of the fallopian tubes. [Pathology test] on (B)(6) 2014: clinical history: patient with dysmenorrhea and dyspareunia. Had essure's placed - felt related to timing of pain. Clinical diagnosis - normal uterus and tubes source of specimen: uterus and cervix, bilateral fallopian tubes gross description: uterus, cervix, bilateral fallopian tubes" contains a uterus and cervix (8.2 x 5.4 x 3.7 cm); with attached bilateral fallopian tubes (the right fallopian tube 6.4 cm in length with a maximum diameter of 0.5 cm; a left fallopian tube, 7.4 cm in length with a maximum diameter of 0.5 cm). The left and right fallopian tubes contain a metal spring but are otherwise grossly unremarkable on the external aspect. They are serially sectioned. The left fallopian tube is serially sectioned and is grossly unremarkable at the external and cut surface. Diagnosis: uterus and cervix, bilateral fallopian tubes and ovaries: intratubal contraceptive device is identified (no complications seen) proliferative phase endometrium negative for endometriosis and malignancy [ultrasound doppler] on (B)(6) 2014: clinical history: swelling, pain, r/o dvt there is evidence of superficial thrombophlebitis involving the greater saphenous vein. We suspect this is slightly progressive since the previous study. The left common femoral, superficial femoral and popliteal veins are patent with no dvt seen above the left knee. However, there is suspicion of thrombus within one of the deep calf veins suggesting dvt below the left knee [ultrasound scan] on (B)(6) 2024: the deep venous system is well demonstrated and is entirely normal with no evidence of dvt.there is some thrombus within the mid portion of the greater saphenous vein on the left side indicating superficial thrombophlebitis. No other abnormality is identified lot number:621809 manufacturing date: 2006-12 expiration date: 2008-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-apr-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, concomitant conditions, concomitant drugs, new reporter (lawyer) added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.